Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had corroded keypad traces at the up arrow button and moisture damage on the motor. Unable to test for any alarms due to the blank display.

Event description:
The customer stated that the insulin pump was alarming button error. The customer stated that he was unable to clear the alarm by pressing the buttons. Nothing further was reported.